Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges muscle and tendon damage. After review of medical records for MDR reportability it was reported that the patient was revised to address elevated metal ion levels. Revision note reported of gray staining on the tissues. Clinical notes reported mild elevated ion levels,however, there is no laboratory result for metal ions.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleged elevated metal ions. Added account name, facility name and report source. Doi: (B)(6) 2004; dor: (B)(6) 2012 (left hip).

Event description:
Litigation papers allege patient experienced severe physical injury and pain and suffering, including, but not limited to, the effects of metal ion debris in his body, and the need for revision surgeries. Doi: (B)(6) 2004 - dor: none reported (left hip). Doi: (B)(6) 2004 - dor: none reported (right hip). (B)(6).